Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 11.5cm distal to the is-1 connector pin. The proximal and the distal fragments were received for analysis. A medial fragment (approximately 4cm length) was probably not returned. An extraction aid was found in the distal lead body. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular between 17cm and 15cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Further damages such as a deformed rv shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to oversensing. The associated ICD was also explanted. The physician is questioning whether the issue was from the lead or the device. No adverse patient events were reported. Should additional information become available, this file will be updated.